Event description:
It was reported that after patient experienced a fall, the lead had high impedances, and was unable to deliver stimulation. Surgical intervention was undertaken in which the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.